Manufacturer narrative:
No sample was received for evaluation. The device history record was reviewed. This lot had (B)(4) pieces that were manufactured from 09/18/17 to 09/19/17. No defects were reported during quality inspections based on the device history record, this does not appear to be the result of a personnel, process or material issue. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. No further actions are being taken at this time.

Event description:
Customer reports "we discovered a hole in the warmer drape ((B)(4)) provided in a craniotomy pack today" no patient injury or treatment was reported for the incident.this drape is sold non-sterile to a kit packer to be included in a procedure kit and sterilized before use.